Manufacturer narrative:
The investigation found that the sepsis platform delay was caused by a server problem that slowed data processing for all customers. The issue was not immediately detected by the normal monitoring tools, which delayed identification of the affected server. Once the problem server was found, it was removed from service and data processing returned to normal. A backlog of data had built up during the delay, but the system processed the queued data after recovery. Customers were notified during the delay and were advised to manually monitor for sepsis until normal processing resumed.

Event description:
On (B)(6) 2026, the sepsis platform experienced a system wide data processing delay affecting all customers for approximately 157 minutes. The delay was attributed to an undetected region server failure. The affected server did not present through expected notification mechanisms, which delayed identification and remediation of the issue. Once the impacted server was identified, it was removed from the cluster. Data processing then resumed, and queued data was recovered and processed. During the affected interval, availability of sepsis platform output may have been delayed for customers. No patient harm has been reported in association with this event.